Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received. The UDI could not be provided because this device was manufactured prior to being assigned a UDI number.

Event description:
Related manufacturer reference number: 1627487-2021-16013. It was reported that it appears one of the leads has eroded through the skin. No additional information is available at this time.